Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. However, unit received with intermittent button response during testing due to broken trace on u1 keypad assembly. Device also received with cracked case(battery tube), cracked battery tube threads, cracked keypad at select button and keypad overlay texture damage.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking and unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the time was advancing. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.